Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in patient. A pre-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed once during procedure. The length of the membranous septum was measured at 4 mm, and calcification was noted extending beneath the aortic annular plane into the interventricular septum. The final non-coronary cusp implant depth was 3mm. Post-procedure, it was noted via electrocardiogram that the patient developed a right bundle branch block. On (B)(6) 2025, an electrocardiogram was performed and revealed a left bundle branch block. The decision was made to implant a permanent pacemaker. The patient did not exhibit any other clinical signs or symptoms during or after the event. The implanting physician believes that both the right bundle branch block (rbbb) and the left bundle branch block (lbbb) were caused by conduction disturbances that began after the non-abbott guidewire was placed in the left ventricle (lv). There are no allegations of malfunction against the abbott device or procedure. The patient has since been discharged.

Event description:
N/a.

Manufacturer narrative:
An event of left bundle branch block and right bundle branch block was reported post navitor implantation procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported left bundle branch block and right bundle branch block could not be conclusively determined. The reported hospitalization and surgical intervention were due to case-specific circumstances. Post procedure, a permanent pacemaker was implanted, and the patient was hospitalized. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.